Event description:
It was reported that this right ventricular (rv) lead exhibited high impedances out of range and noisy signals, leading into lead safety switch (lss) triggering. The patient was hospitalized for monitoring. The system remains in service. No adverse patient effects were reported.